Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 8074553. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no.: 320109 batch no.: 8074553. It was reported by the consumer that there was no insulin flow when priming or when injecting. When injecting, no insulin flow. Consumer was at work and did not have product information.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during use. The following information was provided by the initial reporter: material no.: 320109 batch no.: 8074553 it was reported by the consumer that there was no insulin flow when priming or when injecting. When injecting, no insulin flow. Consumer was at work and did not have product information.

Manufacturer narrative:
H.6. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 8074553. Investigation summary: customer returned (113) open 8mm, 31g pen needles without the tear drop label. Customer states that there was no insulin flow when priming or when injecting. All returned pen needles were examined and 95 out of 113 samples exhibited a bent non patient end of the cannula. Two samples exhibited a broken non patient end of the cannula. All 16 remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen rationale: based on the investigation, no additional investigation and no CAPA is required at this time.